Event description:
It was reported that a spectrum iq infusion pump had an inoperable keypad. The reporter stated that the soft keys at the top of the device had to be pressed "extremely hard and numerous times" to register being pressed. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation observed that two of the keypad buttons were not working. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition of having to press the soft keys extremely hard numerous times to register being pressed was not verified. The reported condition of ¿inoperable keypad¿ was verified. The cause of the condition was determined to be a keypad issue. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.